Event description:
It was reported that the patient presented in clinic for follow up with a left ventricular lead that exhibited failure to capture and muscle stimulation. Programming changes were made. The patient was in stable condition.

Event description:
New information received noted that the lead was tested outside the pocket for potential revision. The lead was then reconnected to the device. The patient was discharged.